Manufacturer narrative:
This is a follow-up report to provide the investigation conclusion for 2243471-2021-02738-00. The liat instrument (B)(6) was returned to roche for evaluation. Please note that the customer had not provided run data initially. Additional information regarding the run numbers could be obtained from the data review of the returned analyzer. Run#1117 & run#1119 were detected to test positive for all three scfa targets. A disturbance was observed from the curves of both runs. A potential leak in the second run of the dataset led to optical disturbances in this analyzer. This impacted the optical background values and the baseline values. The baseline values decreased until the end of the dataset. This is the probable cause for the potential false-positive results for all three targets found in run#1117 & run#1119. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. H9-correction/removal report no. Provided. (B)(4).

Manufacturer narrative:
A customer from the united states alleged discrepant result for while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Return of the instrument has been requested for further inspection and review of run data. An investigation to evaluate the customer issue is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant result for while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per customer, the sample initially generated a triple positive result for sars-cov-2, influenza a & influenza b on a liat analyzer. Upon retest of the same sample on a different liat analyzer a negative result was obtained for all three targets. Results were released, no treatment given and no harm was alleged. Additionally, the customer reported that they got another triple positive result on the initial liat, after a software update on the analyzer. However, no additional details regarding run data or patient sample or retest information was provided for this result. Therefore, a single MDR is being filed for both the alleged samples. Return of the instrument has been requested for further inspection and review of run data. An investigation to evaluate the customer issue is ongoing.